Manufacturer narrative:
Submit date: 01/19/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a syringe. The customer states that they were compounding in the pharmacy sterile room when they opened up the tray and noticed that when the barrel was pulled out, there was a brownish film that is stuck to the plunger. The film looks like it could be a piece of plastic. Medication had been pulled into the syringe. The dirt is on the inside of the syringe.

Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meet all quality standard requirements. There were no not-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. The contamination was confirmed based on the pictures attached on cts; no issue confirmed in physical samples received for evaluation. The assembly of the syringe is not performed in the manufacturing process; the operation is a pick and place automated process and there is no other assembly operation where the syringe gets contaminated. The syringe is a component provided by a supplier. Root cause provided by our supplier based on pictures attached on cts: the film appears to be a segment of oil/ grease that has stuck to the plunger. The root cause for grease on the syringe plunger is the components coming into contact with machine parts exhibiting oil/grease during the ejection process. When plunger components are released from the line plunger mold, parts were observed to be vulnerable to coming into contact with the bottom tie bars of the machine press. Oil or grease residue from the tie bars may thus potentially adhere onto the plunger as they eject and fall onto the conveyor to continue towards the assembly process. The personnel were notified of this issue. The inspection level in incoming inspection was changed from normal to tighten. The raw material raw material, 12ml syringe, luer lock, and printed raw material was removed from sts (ship to stock). Corrective actions provided by our supplier based on pictures attached on cts: sleeves were added to the uncovered tie bar covers of machine presses as applicable throughout the supplier syringe focus factory. This prevents direct contact between ejected molded components and machine parts in their ejection trajectory that may result in contaminant such as oil or grease coming onto the finish good. As further corrective action, cleaning of these tie bar covers was added to the weekly cleaning schedule as well as the cleaning log, and standard work for cleaning the molding presses was created. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.